Manufacturer narrative:
The hospital reported this event directly under the MFR# 2031642-2017-01635. The ventilator was sent to a bench at heinen + (B)(4) for assessment/repair and they also reported this same event. There was no allegation or malfunction other than that in the first service event/complaint.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that breathing tube becomes hot and emits an odor. The customer reported that the unit was in use on patient, but there was no patient harm reported.